Manufacturer narrative:
Batch review performed on 10 jun 2025: lot 148057: (B)(4) items manufactured and released on 13-02-2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional device involved batch review performed on 10 jun 2025: liner: mpact 01.32.3244hct flat pe hc liner ø32/e lot 133196 (k103721): (B)(4) items manufactured and released on 03-oct-2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department: a revision surgery was performed approximately ten years after the primary tha due to a dislocation event. The available radiographic image clearly demonstrates a dislocation of the ceramic head from the polyethylene liner. Based on the available data, it is difficult to ascertain the exact root cause of the event. Hip dislocation can result from multiple factors, such as suboptimal component positioning, inadequate soft tissue tension, or late component mobilization. Given that the implant functioned for approximately ten years, a mechanical or design-related cause appears unlikely. Instead, a progressive weakening or degeneration of the periarticular soft tissues affecting joint stability may be a more plausible explanation, although this remains speculative. Dislocation is rarely attributable to properly functioning standard implant components. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At 10 years and 2 months from the primary, the pain came in reporting pain due to a dislocation of the head from the liner. The surgeon revised the head and liner. The surgery was completed successfully. The cables visible from the x-rays were inserted to avoid a potential fracture.